Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the supplies were changed multiple times to address the event. Blood glucose (bg) was over 500 mg/dl which was addressed with site changes, pump boluses, and syringe boluses. During troubleshooting for the current occlusion alarm, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula.